Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site and on (B)(6) 2014 the site was drained and the patient was prescribed oral antibiotics. On (B)(6) 2014 the patient was admitted to the hospital where an incision and wash out of the site was performed and the patient was placed on IV antibiotics. The implanted device remains.